Event description:
This event was reported to sunrise customer svc via a phone call from end user on (B)(6) 2006. End user states she has a rolling walker with wheels, basket and seat. End user states that she was sitting in the seat on the walker at her home and the wheel came off and she fell to the floor hitting her head. She states that she did not seek medical treatment. She also states that the other wheel on the front of the walker looks loose. The unit has not been received for eval by sunrise medical.